Event description:
It was reported that the screw broke off into the patient during surgery. A part of the screw was removed with a screwdriver, but a part of it remained in the patient.

Manufacturer narrative:
The failure could not be confirmed because the device was not returned. Based on the available information, a complete investigation could not be performed but some potential reasons for failure are listed below: excessive insertion force, screw inserted at an angle, screw inserted over a bent/damaged guide wire, screwdriver tip was bent/damaged, exceptionally hard patient bone, incorrectly sized insertion tunnel, screwdriver not fully engaged in the screw. It is unlikely that processing/manufacturing related issues were the cause of the failure as this is the only reported failure for this lot. If more information or the device become available the then the investigation will be reopened. In sum, the product was not received and the failure mode was not confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke off into the patient during surgery. A part of the screw was removed with a screwdriver, but a part of it remained in the patient.